Event description:
It was reported by clinic staff that while performing a save-to-disk, the programmer screen went blank, and a sheet printed with an error message. The programmer then took several minutes to reboot. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, the programmer was analyzed and no anomalies were found.